Event description:
It was reported that the gastrointestinal videoscope displayed an e216 error. The issue was found during inspection. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.